Manufacturer narrative:
The local area sales representative was contacted for additional information regarding the patient alleged lead issue. At this time, no additional information could be provided by the local area sales representative or is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system called technical services (ts) stating that "a lead is not connecting or working correctly." The patient was unable to expound on the issue observed nor which lead was affected. Ts referred the patient to consult with the device treating clinic for further assistance. At this time, no additional adverse effects were reported. The right atrial (ra), right ventricular (rv), and left ventricular (lv) leads remain in service.